Manufacturer narrative:
The t:slim x2 g5 user guide states, "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred and the pump shutdown after the customer was pushed into a lake while wearing the pump. Customer did not have alternate insulin therapy available and blood glucose (bg) elevated to 700 mg/dl with ketones. Customer was admitted to the hospital and treated with intravenous insulin. Bg lowered to 120 mg/dl. Multiple attempts were made to follow up with the customer; however no response from the customer was received.